Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2010 reporting blood spill within their orthopat machine. No injury or reaction was reported. Eval of the returned device confirmed a fluid spill within the machine. Issue caused damage to the various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
Customer contacted haemonetics (B)(6) 2010 reporting a blood spill within their orthopat machine. No injury or reaction was reported.